Manufacturer narrative:
Device was received with unresponsive all the buttons due to moisture damaged at keypad connector on electrical board. No frozen display noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had frozen display. Customer stated that buttons of insulin pump was not responding. Customer stated that numbers was not ramping or the scroll bar was not moving up or down with no input from the user. Customer stated that time clock did not advance. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.